Event description:
R2 pads placed on pt in proper anterior/posterior position. Ventricular fibrillation induced and unable to convert pt with 4 shocks using 360 joules each. Pt then successfully converted with an additional defibrillator using the paddles and 500 joules. The pt had normal coronaries and normal heart function. Pt had edema and burns around the outer edge of the anterior pad and the skin was reddened around the outer edges of the posterior pad.